Manufacturer narrative:
(B)(4)

Event description:
The customer reports: during a product demonstration, at the passage of the PICC catheter the guide is damaged presenting several frays.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and lidstock for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld. The solid core wire on the proximal side of the guide wire is undamaged. Microscopic examination of the guide wire confirmed the coil wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip is rounded, pinched and discolored at the point of separation. The outer diameter of the solid wire measured to be 0.0182" which is within specification. The length of the guide wire could not be measured as it was unraveled and lengthened. A manual tug test confirmed that the coil wires were still attached at the transition point of the guide wire. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled guide wire complaints. Based on these circumstances , it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: during a product demonstration, at the passage of the PICC catheter the guide is damaged presenting several frays.